Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor; cause was unknown. Customer delivered a correction bolus via the pump, changed infusion set, and administered a manual injection to address bg. Customer reverted to an alternate method of insulin therapy.